Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the wheel was found broken during installation and replacement of the wheels solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Servo devices are equipped with four wheels (two of them have a kick stop) that allow the device to be easily moved from one location to another within a hospital or medical facility. Wheels on the ventilator cart are significant for the stability of the ventilator. Wheel lock is used to block the movement of the device and to ensure the cart stays securely in place once it is positioned. This prevents accidental movement during use. Photo of the damaged wheel confirmed reported issue and shown that the whole device was stable. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to wheel.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's trolley wheel was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).